Event description:
It was reported that the patient presented in clinic for follow up. The physician was unable to perform ordinary checkup due to backup vvi operation. It was noted the backup vvi operation was caused by strong emi and backup defibrillation option was disabled. The device was restored with help from technical services. The patient was stable.